Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: the stem was returned to the supplier for evaluation and confirmed that the device was dimensionally compliant device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as operative notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the exeter stem was inserted after filled the cement. When dislocating the head trial, the stem loosening occurred. After that the stem was pulled out, the cement was added and the other size stem was implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the exeter stem was inserted after filled the cement. When dislocating the head trial, the stem loosening occurred. After that the stem was pulled out, the cement was added and the other size stem was implanted.